Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The battery was charged for at least 6 hours. Load testing confirmed that the unit stayed powered on for 2 minutes 57 seconds. The battery was at the end of its lifespan. It was no longer holding a charge. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs ups only lasted about three minutes. The mvs ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been received by the manufacturer, however analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) uninterruptible power supply (ups) was only lasting about three minutes. There was no patient present when this issue was identified.